Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Analysis for corrupted files, compressed exams and the bios battery evaluation found that the computer for the navigation system was faulty. The computer for the navigation system was then replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive. Restarting the navigation system restored functionality. There was no patient present when this issue was identified. No additional information was provided.